Event description:
Rptr's mother, age 77, rec'd 2nd and 3rd degree burns over 15% of her body as the result of her portable oxygen bottle igniting. The accident occurred on 11 january 1999 in her doctor's office. Rptr's mother died at a hosp on 23 january 1999. The cause of death is listed as respiratory failure as a result of sepsis as a result of 2nd and 3rd degree burns to approx 15% of her body. Rptr believes the portable unit was equipped with an aluminum regulator." Determination of cause and origin from the preliminary fire investigation states: "this is an accidental fire: origin of the fire is the area adjacent to the top of the oxygen cylinder and the oxygen regulator mount at the top of the oxygen bottle. The material initially ignited was the denier-nylon carrying case. The most probable cause for the fire is static electricity. This is based upon physical evidence, witness testimony, weather and atmospheric conditions at the time of the incident. - the contributing factors to this fire were the intermittent leaking valve and regulator which oxygenated the carrying case and the victims' clothing." When the above determination of cause was made the info from FDA was not available. "It has been proven by the fire district investigation that nothing my mother did and nothing the dr did resulted in this horrible incident." Based on this info from FDA rptr begs the question, was failure of the equipment/regulator the prime contributor in her mother's untimely death?